Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that she was not using the insulin pump while loading the reservoir and while she was priming she received a compromised force sensor system error alarm. The customer's blood glucose reading was unknown, but she said it was high the day before. The customer performed troubleshooting and found that the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed to return the device for analysis and it would be replaced.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The pump gave a compromised force sensor system alarm during the prime test and a motor error alarm during the basic occlusion tests due to a loose/protruded drive support disk. The pump passed the idle current, run current and displacement tests. Unable to perform the self test, off no power, unexpected restart, occlusion, or no delivery alarm tests due to the alarm.